Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2477-0007. Batch # 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Verbatim: rcc received a complaint via email. Email(s) attached. Lot #24085312 (two different ones) being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot # 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product # 2477-0007. Additional information received on 20nov. 1. Were both reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? 11-15-2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? (B)(6)2024.

Manufacturer narrative:
The customer reported leaking from the tube above the pump, and returned one used sample of material 2477-0007, lot 24085312. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the complaint of leakage from the pump was verified. There was a cut in the silicon tubing of the pump segment, found near the lower fitment. The possible root cause for the cut in pump segment, is clinical practice. The clinical team has been notified about this issue. Device history record review for model 2477-0007 lot number 24085312 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 2477-0007, batch # 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Verbatim: rcc received a complaint via email. Email(s) attached. Lot #24085312 (two different ones) being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot # 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product # 2477-0007. Additional information received on 20nov. 1. Were both reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? 11-15-2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? 11-15-2024.